Event description:
Facility notified by dr and a rep of the sulzer mfrs that there was a recall of hip implants (voluntary). It was determined that dr had placed >250 of the sulzer hips and 1 other physician had placed 20. At this time there has been explant removal on 3 pts, because of adverse symptomology and 4 more pts are scheduled. Reporter called the FDA in 01/2001 and confirmed that a report had been made to the FDA. It is possible that facility may not be able to follow pt outcome after discharge.